Manufacturer narrative:
(B)(4). The complaint indicated a hole and melted package. No tyvek or other packaging materials were returned for analysis. Only the device with bubble-wrap returned so analysis cannot confirm the tyvek hole. Complaint cannot be verified.

Event description:
It was reported that before an unknown procedure, the device presents a defect at the level of the primary packaging, seems to have melted and the packaging presents a hole. Not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).